Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. Pictures were taken of the receiver. The reported event of a hardware error was confirmed because the error was displayed on the screen. A root cause could not be determined.